Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons on their device were responding erratically. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2013 with the following findings:the keypad symbols are worn. There are no tears or peeling in the keypad. The ok, contrast, up, & down buttons have an intermittent response. The down button will occasionally auto-scroll when pressed. The keypad cover was removed and the up, down, & ok button contacts were found to be misaligned. There was evidence of contamination observed under all button contacts.